Manufacturer narrative:
Estimated date used based on the information reported. The product is not available for evaluation; therefore testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Implant malposition is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. This device is not currently approved for marketing in the us, but was reported based on similarity with the approved device model g2-m-is (PMA# p170043). (B)(4).

Event description:
It was reported that one (1) of the two (2) stents from the trabecular micro bypass system was inadvertently implanted in the supraciliary space, slightly posterior to the trabecular meshwork (tm) during the procedure. Reportedly, the surgeon experienced intraoperative visualization issues. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4). H3 other text : placeholder.

Event description:
Through follow-up, the surgeon provided the following additional information. During postoperative examination, the stent appeared placed "too low under the scleral spur (leading to the supraciliary space). There was no adverse impact and the patient was being monitored.